Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14021. The patient has two leads implanted with the same lot number. It was reported, the patient was not receiving effective stimulation and stopped using his scs system a year ago. The patient had seen a neurosurgeon regarding his pain being worse and wants to use his scs system again. He is experiencing sharp pain in his toes and heel. The patient was advised to attempt charging his ipg to determine if it still communicates.